Event description:
It was reported that during a laparoscopic lobectomy, when the used cartridge (ecr45w) changed to another new cartridge (ecr45d) to fire on the pulmonary artery, the cartridge could not be fed into the jaw at the 3rd firing. It was found that the cartridge pan was separated and remained into the jaw. No fragment was fell into the patient. To complete the case, atw45 was used on the pulmonary artery and endo gia (covidien) was used on the bronchus and interlobar. There were no adverse consequences to the patient. The doctor commented that the 1st and the 2nd firing were completed without any problem.

Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with two cartridge reloads present. The cartridges were received unfired and in good visual condition. The device was tested for functionality in the articulated position with the returned cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge pan separation was noted. The cartridges were loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results that one ecr45w cartridge reload was returned fully fired and with the cartridge pan detached. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.